Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl. The customer was able to correct the bg level. The customer indicated that a temporary basal rate would be set until the basal rate value could be discussed with the health care provider.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.